Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent graft products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). Journal article citation: liu, g.-p., zhang, m.-y., xu, r., & sun, c.-j. (2019). Acute liver failure and infarction complicating tips placement. Radiology case reports, 14(7), 876¿879. Doi: 10.1016/j.radcr.2019.04.013.

Event description:
It was reported in an article from the journal of radiology case reports titled " acute liver failure and infarction complicating tips placement " that after seven hours after the shunt creation by two overlapping stents, the patient developed vomiting after eating with deterioration of coagulation and liver function test. An abdominal-enhanced computed tomography (CT) was performed on the second day after tips demonstrating diffuse hepatic parenchyma and homogeneous hypodense lesion, therefore the patient underwent liver protection, plasma transfusion, hemostasis therapy and emergent stent occlusion. Despite active treatment, the patient died of liver failure and multiple organ dysfunction syndrome 6 hours after stent occlusion.